Event description:
Meter does not power on. Batteries were replaced less than a year ago. Pt received treatment. No evidence that pt suffered a serious injury. Customer service was unable to resolve the issue and sent pt a new meter.